Manufacturer narrative:
Complaint no: (B)(4). On an unknown date in (B)(6) 2015, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by abdominal pain, cloudy effluent, and vomiting. On an unreported date, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. On an unknown date following hospitalization for an unrelated event, dianeal therapies were discontinued and the patient was started on hemodialysis therapy. On an unreported date in the same month as the hospitalization began and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. It was unknown if the patient was retrained on the proper aseptic technique. No additional information is available.